Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. A revision has been indicated due to patient anatomy and is not related to a product issue.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Initial reporter - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay the implant date, which was unknown at the time of the initial medwatch. Implant date - approximately 17 years ago.

Event description:
It was reported that patient underwent a shoulder arthroplasty approximately seventeen years ago. Subsequently, a revision procedure had been indicated due to a loosened glenoid; however, the revision procedure has not been scheduled due to health of the patient.

Event description:
It was reported patient underwent a shoulder arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to a loosened glenoid; however, no revision procedure has been reported to date.